Manufacturer narrative:
On 26 april 2017, the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the parts were analyzed. The cup showed the coating partially absorbed, while the inner surface of the cup and the dm liner with head did not show any particular sign. From the received pieces it is not possible to determine the root cause of the event.

Manufacturer narrative:
On 17 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: acetabular component revision due to cup mobilization occurred 5 years after primary surgery. Radiographic images show a loosened cup. A partial violation of the medial wall (not known if occurred at primary surgery or later) may have contributed to cup loosening. Mid-term loosening is a relatively rare event and the root cause in this case cannot be determined with the information available. On 17 february 2017 the r&d project manager performed a preliminary investigation and commented as follows: from the received image it was visible the cup and the dm liner assembled with the femoral head. The external surface of the shell appeared clean and without any coating, totally absorbed, and fibrotic tissue. The liner and the femoral ball head do not presented any particular sign. From the image it can not be possible to determine the root cause of the event. Batch review performed on 28 february 2017. Lot 113557: (B)(4) items manufactured and released on 15 december 2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Device not yet received.

Event description:
The patient came in complaining of instability. The surgeon determined the instability was caused by aseptic loosening of the cup. The surgeon revised the cup, head and liner. The surgery was completed successfully. X-rays and explants are available.